Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: medtronic received additional information that the replacement of the computer was performed under 17231 70-2019-05093. Analysis will be completed under 1723170-2019-05093. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Name of initial reporter unknown at the time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that software uninstall and reinstall did not resolve the issue. The computer was replaced and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that while setting up for a case, the site found the equipment screen to be completely blank in the software. They were able to get the screen back by rebooting the system three times. There was no patient present when this issue was identified.